Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after completing dissection of the vein conduit, the harvester inserted the hemopro into the cannula and connected it to the generator. The hemopro was sealing and cutting branches properly at the beginning of the case; however, after approx 5 minutes of use and having only cut a few branches, the harvester noticed an increased amount of smoke in the tunnel. Upon examination of the hemopro jaws inside the tunnel, no issue was observed but the smoke still remained. The hemopro was withdrawn from the cannula and the jaws were noted to be "glowing red" and smoking. The hemopro was immediately disconnected from the extension cable and removed from the field. While the hemopro was self-activating, the generator did not audibly beep and the harvester did not think the device was on. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).